Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The stent delivery system (sds) was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel the multilink vision stent became dislodged in the circumflex artery prior to deployment in the anatomy. A second unspecified stent was used to deploy the stent in the left main non-target vessel and post-dilatation was completed without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.